Event description:
During an incident in 04 involving a patient who stopped breathing, the defibrillator switched to manual mode and asked for the joules setting. The unit shut down 3 times. The patient was pronounced at a hospital. The customer stated that the unit was plugged in during a lightening storm.